Event description:
When the pt was undergoing hemodialysis, blood leaked under the tubing at the clamp. The clamp has protrusions on it which prevents a tight seal and allows air to enter the tubing apparatus and blood to leak from the tubing apparatus. There were no pt complications. On the second pt, during a dialysis procedure, the blood cartridge filled with micro-bubbles which were infused into the pt. The air and blood detector was on, but it does not register micro-bubbles, only macro-bubbles. The rn took the pt off the machine. The pt complained of pain in the area of the central line, right subclavian. The pt resumed dialysis with a new tubing set-up. Other tubing in the same lot has protrusions on the close-off clamp, which pierces the actual tubing and allows air to infiltrate the system.